Event description:
International affiliate reports that on (B)(6) 2012, a spinal procedure from occipital to c7 instrumentation was performed on a patient with cerebral palsy using the mountaineer oct system. On (B)(6) 2013, it was found that the cervical plate and two screws were broken. Revision surgery has not yet been performed. See mfg medwatch report# 1526439-2013-23234 for the plate that was involved in this event. See mfg mfg medwatch report# 1526439-2013-23235 for the first screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned product indicated that the polyaxial screw broke at the transition from the screw¿s polyaxial ball to the screw shank. The second half of the screw shank was not returned for evaluation as the hospital did not provide additional information on the disposition of the broken shank. Scanning electron microscopy (sem) analysis was performed on the fractured surfaces and shows indications of fatigue failure. It was noted that the fracture first propagated and then full failure/breakage took place presumably when the strength of the remaining regions of the rods did not have the strength to bear the loads. A review of the DHR identified no discrepancies during the manufacturing process. The root cause cannot positively be determined. No corrective action/preventive action (CAPA) is required at this point as there has been no issues identified in the manufacturing or release of these devices that could have been contributed to the problem reported by the customer, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.